Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump had cracked battery tube threads, minor scratched display window, broken reservoir tube lip, however test reservoir will lock/click in place. Insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen noted.

Event description:
Customer reported via phone call that the insulin pump had damage and mentioned during troubleshooting that they experienced high blood glucose level of 400mg/dl. The customer stated that the insulin pump's reservoir compartment broke. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer also stated that they wanted to keep the insulin pump on even with the advised against it. The insulin pump was returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined section "add'l MFR narrative" was filled out incorrectly in the initial complaint. Per the analysis findings: the insulin pump had a broken reservoir tube lip however; the test reservoir will lock and click into place.